Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (13.05) units of normal bolus was delivered on (08/27/2024) between (04:00) and 23:45. No delivery alarm occurred on 08/27/2024 09:28 bolus in history file. Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, possible under delivery anomaly and hyperglycemia. The customer reported blood glucose value of 520 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer reported pump was under delivering and experienced high blood glucose. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Mmt-1712kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.